Manufacturer narrative:
Other relevant device(s) are: product ID 37761 lot# serial# (B)(4), implanted: explanted: product type recharger product ID 37791 lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported starting two days ago the patient was having more seizures (they had 3-4 last night) with the seizures happening mostly when the patient slept. The consumer thought the increase in seizure correlated to the implantable neurostimulator (ins) recharging issues because both the seizure increase and charging issue started two days ago with the consumer noticing two days ago the cord on the desktop charger and recharger antenna were damaged. It was noted the patient had an increase in seizures a couple of months ago when they determined stimulation was off so they turned it back on and the seizures decreased. The patient had a hard time getting a connection to charge with the charger showing the ins battery level was fully charged, with the pp showing the same thing, and didn t show the ins was depleting so ¿something was going on.¿ during the call the ins was checked with the programmer which showed it was on/okay. The recharger was used to start a charge session with zero coupling bars and the ins battery showed it was nearly 100 percent charged. The consumer didn¿t move and now all boxes were black. The consumer mentioned when they went to the doctor a couple of months ago they realized ¿there was only one lead set to fire and at that time the doctor changed things so both leads fired¿ and after that the consumer had to recharge every day and it took 45 minutes to an hour to charge very day, but in the past two days seizures increased despite the battery level showing fully charged.